Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was intermittently undersensing when the patient was experiencing a ventricular tachycardia. The vt detection and therapy delivery were subsequently delayed. Programming changes were recommended.